Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additonal information was received from the patient reporting that they guess the cause was from a fall. They have called medtronic, and was told they needed to see a tech so they called their hcp's office and was told to come in so they did, and was able to get their device back on. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by patient that their programmer was giving them a message they didn't know. It was reviewed that the message seen was a power on reset (por). It was reviewed that patient will need to follow up with healthcare professional (hcp) to get message cleared so that they can have access to therapy and settings again. No symptoms reported. No further complications were reported.